Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: recall and swollen lymph nodes.

Event description:
Patient reported via company rep., right side "I currently have the recalled breast implants", "I¿ve been sick a lot on and off", and "swollen lymph nodes". The device remains implanted.